Event description:
The patient reported that she experienced blood glucose (bg) of 304 mg/dl with ketones after discontinuing insulin pump therapy due to reoccurring occlusion alarms. The patient stated that she administered a correction injection approximately an hour prior to calling animas customer support (cs). The patient stated that she changed the site/set and cartridge several times in the past four days in an attempt to clear the occlusion alarms, without success. The patient confirmed that she did not reuse any cartridges, and that the cartridges were not expired. While on the phone with cs, the patient delivered two air boluses and reported that an occlusion alarm occurred during the second air bolus. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.